Event description:
The customer received a questionable troponin I stat (tni) result for one patient sample on their elecsys 2010 analyzer. The patient's initial tni result was >25.0 ng/ml. The patient was sent to the hospital for rescreening. The same sample was retested. The repeat result was negative( <0.3 ng/ml). The negative result is considered to be correct. It is unknown if the patient was adversely affected by this event. Calibration and quality controls were acceptable at the time of the event. The sample was discarded and cannot be "rechecked". The tni reagent lot number was 16317501 and the expiration date was 07/30/2012.

Manufacturer narrative:
The customer is unwilling to provide additional information for further investigation. The customer stopped reporting the day the issue occurred and decided to replace the analyzer. No information about the patient or adverse events is available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).